Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure to treat benign prostatic hyperplasia (bph) two fibers were forward firing. The fiber was replaced and the procedure was completed using a third fiber. There were no patient complications reported. This report is for the first fiber.

Event description:
It was reported that, during photoselective vaporization procedure for the treatment of bph, two fibers presented with beam forward firing issue. The fiber was replaced, and the procedure was completed using a third fiber of same model with no patient complications. This complaint is for the first defective fiber (batch/lot 34871831).

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found a fracture at the proximal tip. It is likely that the fiber was damaged while removing it from the package, or when inserting it into the scope thereby causing the observed damage. The IFU cautions that excessive manipulation may cause damage to the fiber. The initial reported allegation of fiber forward firing was confirmed. However, the rate of forward firing is below the 10% threshold for potential patient harm. Based on the information available, the investigation was assigned the conclusion code of unintended use error caused or contributed to the event.